Event description:
It was reported while using bd vacutainer® 9nc 0.109m plus blood collection tubes one tube was underfilled. There was no health impact or consequences reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® 9nc 0.109m plus blood collection tubes one tube was underfilled. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary bd did not receive samples or photographs from the customer for investigation of underfill. Therefore, 20 retain samples from bd inventory were draw-tested with deionized water, and all 20 tubes drew within specification. This complaint was unable to be confirmed for underfill. Bd was unable to identify a root cause for indicated failure mode. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.